Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: a review of the receiving inspection (ri) for productdescription was conducted identifying that lot number pu104459 was released in a single batch. Batch1: released on 22 feb 2016 with no discrepancies. Batch1: released on 26 feb 2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the received image and video. The image and video were reviewed, and the complaint condition could be confirmed, as it was observed that when the screwdriver shaft was inserted in the device, it was getting stuck and there was some resistance between the devices in the video. The part # and lot # of the verse poly driver, handle could be confirmed in the received pictures. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. There is no indication that a design or manufacturing issue contributed to the complaint as the circumstances during the time of the event are unknown. No new malfunctions were observed during this investigation (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure, the inner drive shaft disassociated from the outer frame while loading a screw. There was found to be a fault with the poly driver sleeve. There was no surgical delay. The procedure was completed using another screwdriver. There was no patient consequence. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) verse poly driver, handle. This is report 3 of 3 for (B)(4).